Event description:
It was reported to adac that the computed tomography coordinate system of the ge advantage sim software (and computed tomography device) is different from the pinnacle coordinate system for prone pts. The concern is that treatment could be mislocated. There were no reports of pt mistreatment due to this issue.